Manufacturer narrative:
Conclusion: the devices were not returned for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the prowler select plus and the presidio and the unraveling of the presidio coil could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, the resistance during withdrawal may have contributed to the coil unraveling, as the coil may have become anchored within the microcatheter. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an aneurysm at the right internal iliac artery, there was difficulty with the prowler select plus ((B)(4)) handling, but finally the microcatheter was placed; however a presidio ((B)(4)) was got stuck in the microcatheter and the physician withdrew the coil in the microcatheter, but the coil unraveled. The coil was replaced with another one. Five coils (presidio/cashmere) were used for the procedure. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported or procedure delay. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No unintended detachment was observed in the vessel or in the microcatheter. The products were not available for investigation. No further information was available.